Event description:
It was reported that the patient reports a shocking or jolting sensation. The patient was asking where was the closest hospital to go that someone could go during the weekend to turn off their stimulator. The patient had a bad leads and they went into the urologist office on thursday and he told the patient that the leads will need to be replaced. The patient reports the healthcare provider left the stimulator in and the patient doesn't have the programmer anymore. The patient was getting shocked and the day of reported event can't move. It was reported that the patient did not know if the healthcare provider had an emergency number and the healthcare provider was an hour away from the patient. The patient was asking if the emergency room would have the programmer. The patient had the leads for 12 years and they needed to be replaced. The patient reports the healthcare provider was doing some testing on thursday to see if the leads were working and since then the patient had been feeling some shocking. The patient replied the shocking happened that day (thursday) and would happen occasionally when they first did it and it has progressively happen all week and now today the patient reports they can't move. Patient was going to try and call their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v941624, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation in the pelvic area. The patient was reprogrammed about a week ago and the shocking sensation started 3 to 4 days ago. It was noted that the patient did not have a programmer and had not had one for over a year and didn¿t have access to a clinician programmer. The patient was seen in the emergency room (ER) late yesterday evening for this issue and was sent home and was being seen in the ER for the same issue. It was reported that the patient also called into the manufacturer today. A manufacturer representative was going to be paged to see if someone could meet with the patient to check on their system. Two days later it was reported that a physician¿s assistant came to the ER later in the day with a clinician programmer and shut off the stimulator for the patient.